Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, when stapling the stomach pouch, there was no reinforcement material used in conjunction with the stapling device, there was no problem loading the device, the stapler was able to fire, there was poor staple formation that looked choppy, the staple line was complete, the jaws of the device did not lock on tissue. There was no patient injury.

Manufacturer narrative:
Evaluation: post market vigilance (pmv) led an evaluation of three devices. Photographic inspection noted the staple line. Staple formation was not visible. Visual inspection noted that the staple cartridges were fully fired with the sled fully advanced. Functionally no abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.